Manufacturer narrative:
Clinical evaluation performed by (B)(4) manager: partial hip revision surgery (stem and head) occurred 5 years after cementless total hip arthroplasty. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding suggesting implant mobilization in the proximal region. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed 5 years after primary due to intermittent sharp thigh pain. During surgery it was discovered that the stem was bonded distally and loose proximally. Stem and ball head were revised.